Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was seen in clinic with some high powers, seemingly associated with pi events, or cable disconnects. The patient was found to have elevated ldh on routine lab draw. The patient was admitted for observation.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. The patient remains ongoing on vad-55847. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The hospital reported that the patient's clinical condition is normal and stable.